Event description:
It was reported that the patient's heart rate increased and they received amiodarone as therapy, their heart rate then decreased. The patient's heart rate increased once again and they were hospitalized. An implantable cardioverter defibrillator (ICD) programming check was done. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)